Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ac adapter was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device revealed that the unit passed functional testing. Visual inspection revealed a missing clamp assembly screw. As a result, the reported "controller ac adapter missing a screw" event was confirmed. The most likely root cause of the reported event can be attributed to an improper assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller ac adapter was returned to the manufacturer because it was missing a screw. The adapter subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.